Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping when it was recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information received indicates that this device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned energen implantable device was analyzed, and a review of the device memory confirmed that a low voltage alert, code 1003, was recorded. The battery voltage was lower than expected but still supported full device function. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device battery. Low voltage capacitors are used in the high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting the device battery faster than normal. This particular device was not included in the advisory population. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping when it was recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service. Additional information received indicates that this device was explanted and replaced. No additional adverse patient effects were reported. The device is not expected to return for analysis.

Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem b2: outcome attributed to adverse event b5: describe event or problem field d6b: explant date h1: type of reportable event h6: impact codes.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) was beeping when it was recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. A technical services (ts) consultant recommended device replacement. No adverse patient effects were reported. Currently evidence suggests that this product remains in-service.